Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (4.410v, 4.216v, 0.094v). The root cause for the mismatched tri-cells could not be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. As received, the battery would not charge of power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells was unable to be positively determined, but was likely aging of the battery pack. No adverse event resulted from the defective battery packs. The pt received two replacement battery packs. Device manufacture date: sn (B)(4): 09/2012, sn (B)(4): 09/2012.

Event description:
A (B)(6) year old male pt called zoll customer support to report that both of his battery packs failed to power on his monitor. The pt was issued two replacement battery packs. Replacement monitor.